Event description:
It was reported that a pdm unit became detached from its mount and landed on the attending nurses's head knocking her to the ground. Medical intervention was required. The injury incident as described resulted in the nurse reporting headache, dizziness, and numbness in one arm. She was admitted to the ER and monitored for a concussion. She was subsequently released and given leave for 4 days. She has been returned to duty after passing re-assessment exam with no further abnormal indications. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.